Event description:
Healthcare professional reported left side pain, significant deformity, mild chronic inflammation, single multinucleate giant cells of the foreign body type, multiple folds, and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.